Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant creatinine concentrated (cre_2c) result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found a leak on the dilution probe wash pump (dcp) and replaced the seals to address the leak. The cse replaced the clot sensor, checked saline line for any air or blockages, primed the system, checked and aligned dilution probe (dpp). The cse ran system wash and quality control (qc), which were acceptable. The cse monitored the system and no further clot errors were obtained. The cause of the discordant cre_2c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low creatinine concentrated (cre_c2) result was obtained on one patient sample on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant creatinine concentrated (cre_c2) result.